Manufacturer narrative:
Product complaint # (B)(4) corrected information: d9. Device available for evaluation? H3. Device evaluated by manufacturer? Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? H6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H3 investigation summary a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on february 12, 2025. The component was identified as product code j328h. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported it was reported by a sales rep that, during a laparoscopic conization, when passed through the tissue during putting the 1st stitch, it was noticed that the needle was broken at the swage part. The product received for analysis was j328h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? No. Please perform and document the follow up attempt for product return: the device will be shipped. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic conization on (B)(6) 2025 and suture was used. When passed through the tissue during putting the 1st stich, it was noticed that the needle was broken at the swage part. The broken part was found by imaging test, and it was determined that there was no remaining inside of the body, so the surgery was completed as it was. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.